Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. Date of event is an approximation. On (B)(6) 2025, it was reported by email from tandem that the patient reported a failed sensor from (B)(6) 2025. Per attachment, it put him in the hospital for 8 days. Attempts to contact the patient for event details were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.